Event description:
It was reported the patient received inappropriate therapy due to t wave oversensing (twos).it was also reported the patient was unconscious. Additionally, during these episodes, the r waves were at 1 mv and the t-waves were considerably bigger. Later review of manufacturer's database revealed that the patient died as of (B) (6) 2010. The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
Na

Event description:
Reporter alleged obtaining the results of 523 mg/dl, 209 mg/dl, 133 mg/dl and 110 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Patient was revised because the fracture collapsed, resulting in lag screw migration.